Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a vessel below-the-knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a vessel below-the-knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for seven days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a crack in the manifold. There was a longitudinal tear 10mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.